Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility biomedical technician reported that a fresenius 2008 hemodialysis (hd) machine did not remove any fluid, and the uf removed amount was zero at the end of a patient¿s treatment. The machine did not sound the uf pump alarm. The patient completed treatment on the same machine. There was no patient injury, adverse events, or medical intervention required as a result of the reported event. The patient did not have any complaints or symptoms related to the reported event and no additional treatments were required. Additional patient and treatment details were requested, but were not provided.

Event description:
A user facility biomedical technician reported that a fresenius 2008 hemodialysis (hd) machine did not remove any fluid, and the uf removed amount was zero at the end of a patient¿s treatment. The machine did not sound the uf pump alarm. The patient completed treatment on the same machine. There was no patient injury, adverse events, or medical intervention required as a result of the reported event. The patient did not have any complaints or symptoms related to the reported event and no additional treatments were required. Additional patient and treatment details were requested, but were not provided.